Event description:
It was reported that during a procedure using a faradrive steerable sheath clear, air ingress into the sheath was observed when the farawave catheter was inserted into it and went into the patient. No interventions took place. It is unknown if the procedure was completed. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) h3 date of event and d2 common device name. Date of event was corrected from (B)(6) 2024, common device name was corrected from catheter, steerable to vascular guide-catheter, single-use.

Event description:
It was reported that during a procedure using a faradrive steerable sheath clear, air ingress into the sheath was observed when the farawave catheter was inserted into it and went into the patient. No interventions took place. It is unknown if the procedure was completed. It is unknown if the device will be returned for analysis.

Event description:
It was reported that during a procedure using a faradrive steerable sheath clear, air ingress into the sheath was observed when the farawave catheter was inserted into it and went into the patient. No interventions took place. It is unknown if the procedure was completed. It is unknown if the device will be returned for analysis. It was reported that there was no air embolism. Air bubbles were observed during aspiration with a syringe, but no air bubbles entered the cardiac chambers. The procedure was completed with no patient complications.

Manufacturer narrative:
The complaint for this faradrive steerable sheath clear was previously reported in the initial MDR (B)(4) and follow up (B)(4). Follow up (B)(4) contains the returned device analysis. The purpose of this report is to inform about the duplicate report submissions. Correction to the follow-up 1 MDR in blocks b1, b2, b5, e1, e2, e3, and h6 patient codes and impact codes.